Event description:
The manufacturer received information alleging that a trilogy ev300 device failed the positive and negative internal flow verification test prior to implementation of a field change order (fco). There was no allegation of patient harm, and the device was not in patient use at the time of the event. Service was performed by a durable medical equipment company (dme) certified to repair its own devices. Documentation did not specify which component corrected the reported issue. However, the consumed parts listed during service were the machine flow sensor, blower assembly, and muffler assembly. Additionally, contamination involving white powder residue was documented during the evaluation. A final report is being submitted. If additional information becomes available following completion of the device repair that changes the outcome of the investigation or impacts medical device reporting, a follow-up or supplemental report will be submitted.

Manufacturer narrative:
The reported failure of positive and negative internal flow verification is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.